Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a shocking. The patient stated she turned the device off almost 3 years ago because it was ¿shocking her¿. The patient stated she was in training at work and was standing up when the device shocking her. The patient noted it had shocked her one other time before that as well. It was noted the patient turned the device off 3 years ago. The patient stated the shocking began in (B)(6) 2014. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.